Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform the rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify frozen screen and motor error alarm due to blank display. Moisture damage keypad traces during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and motor error. Customer stated that insulin pump screen was not blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.